Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient has been having unexplained elevations in her blood glucose (bg) for the past two days. States she has changed her site 2-3 times and still has a bg of 500mg/dl, is feeling ¿horrible¿, lethargic and sick. Patient has lost faith in the pump and wants to review for accuracy. Pump review shows date and time are set correctly. No associated alarms. Prime history is appropriate. Bolus and basal histories all add up to the tdd. Patient had tried new insulin vial, did not change her bg. Patient reviewed advanced features and verbalized that they are all set correctly. Patient denies any changes in diet, weight, or activity. No recent illness or changes in medications. Customer support (cs) advised patient that the pump is functioning properly, but that a replacement pump would be sent since she has lost faith in the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.